Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier drug-eluting stent (des) was advanced for treatment; however, the stent delivery system (sds) was fractured while trying to cross the lesion. The fracture occurred outside of the patient, so the entire sds was removed. A new promus premier des was implanted and completed the procedure. No patient complications were reported and the patient was discharged from the laboratory in stable condition.